Event description:
(B)(4). The dentist reported that 11 months after the dental implant was installed in intraoral region #5, it was verified its non osseointegration. 40 ncm of primary stability was achieved and immediate load was performed. The patient presented bone type ii.